Event description:
During a transfer of the resident from the bed, the leg clip on the sling came undone. The resident tipped backwards and hit the back of his head on the base of the lift. The resident suffered a baseball-size bump on the back of his head above the neck and a 1/4-inch cut to the forehead.